Event description:
It was reported that this right ventricular (rv) lead was involved with a cardiac perforation and was found to be approximately 5 centimeters (cm) outside of the heart. The lead was subsequently explanted. No additional adverse patient effects were reported. This lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was involved with a cardiac perforation and was found via x ray to be approximately 5 centimeters (cm) outside of the heart. The lead was subsequently explanted. No additional adverse patient effects were reported. This lead has been returned for analysis. This report will be updated upon completion of analysis. Additional information was received which reported that the patient had a heart attack post implant and was transferred to a different hospital. The patient later passed away.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was involved with a cardiac perforation and was found via x ray to be approximately 5 centimeters (cm) outside of the heart. The lead was subsequently explanted. No additional adverse patient effects were reported. This lead has been returned for analysis. This report will be updated upon completion of analysis. Additional information was received which reported that the patient had a heart attack post implant and was transferred to a different hospital. The patient later passed away.